Event description:
Initial result for a patient prolactin was 5.75. When repeated, the result was 9.19. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.